Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) indicating all the information they have is listed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that after battery replacement from the patient's primary cell device to a rechargeable one, they had short and high impedances. Impedances were taken by the clinical specialist and there were no problems found. They used the new tablet. Diagnostics /troubleshooting included the doctor pulling out the connections and tried to re-dry the connection and put back in but numbers were off. Interventions/actions taken included the assistant and clinical specialist programming with available choices. Unknown if the issue is resolved. No symptoms were reported. No further complications were reported or anticipated with this event.